Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the temporary rate function "wasn't working" and "the whole thing wasn't working". No additional information was provided. The customer declined to provide additional information regarding the issue to tandem technical support and indicated that the issue was resolved.